Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to significant reduction of endothelial cell counting or significant endothelial cell loss. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).